Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was that when they sat down, they felt a constant pulse in the vagina. The patient said it felt like a live wire. Decreasing stimulation was reviewed, which resolved the constant pulse. The patient had the ins replaced the day of the report. The troubleshooting steps that were taken on the call resolved the issue.